Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages were found on the delivery system and the detached stent component. The device was inspected under a microscope, and some struts of the stent component were found broken, the stent was noted to be not fully expanded. Residues of dried saline solution were found on it. The issue reported regarding the incompletely expanded stent component was confirmed based on the broken struts found. The multiple stent strut fractures observed suggest that the device was inadvertently subjected to excessive force during manipulation. The struts breakage resulted in the lack of proper opening behavior of the stent. With the limited information available, the root cause of the failure mode observed remains inconclusive; however, there is no indication that the issue reported in the complaint results from a defect inherently related to the device. The stent detachment was not originally documented in the complaint, this condition is not related to the reported failure. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8302883. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent this type of damages from leaving the facility. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4) the purpose of this MDR submission is to report that the product analysis lab received the complaint device on 11-jun-2024.a supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8302883. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 8302883) was delivered and placed in the target site. The physician started to release the stent, but the distal markers were converged and unable to open. The physician retracted the stent and replaced it to complete the procedure using the original concomitant microcatheter (unspecified brand). There was no report of any negative patient impact. On 15-may-2024, additional information was received. Per the information, the target vessel of the procedure was the middle cerebral artery (mca); the location of the unruptured, wide-necked aneurysm was on the mca. There were no vessel nor aneurysm factors that may have contributed to the incomplete expansion. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. The concomitant microcatheter used was a prowler select plus (606s255x / lot# unknown). There was no resistance during the advancement of the stent through the microcatheter; an adequate continuous flush had been maintained through the microcatheter. The replacement stent was not another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612); the replacement stent was a 4mm x 23mm enterprise 2 (encr402312). The information confirmed there was no negative patient impact and no delay in the procedure due to the reported issue.